Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 10 ml bd luer-lok¿ syringe with 20 g x 1 in. Bd precisionglide¿ needle was covered with plastic shavings.

Manufacturer narrative:
Investigation: one 10ml syringe with a shielded needle attached was received inside an opened blister package from batch #8192989 (p/n 309644). The sample was visually evaluated. The needle¿s cannula was observed to be covered in numerous white fiber foreign matter particles. The shield was carefully taken off. The white fibers were covering the entire length of the cannula from tip to hub as well as the inside of the shield. The fm was larger than level 3 in size. The amount of fm observed is rejectable per product specification. Additional investigation was performed on the returned sample which was received with the needle shield covering the needle. The needle shield was removed and it was observed that there is loose white plastic on the needle and in the needle shield. This is likely from the result of a needle shield that was found on the floor and accidentally placed in with the good parts instead of the waste parts. This needle shield then was shielded on a needle. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a 10 ml bd luer-lok¿ syringe with 20 g x 1 in. Bd precisionglide¿ needle was covered with plastic shavings.